Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report air bubbles in the reservoir and that the sensor glucose and blood glucose readings had discrepancies that were 100 points off. The customer's blood glucose was 279 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The product was not returned for analysis.